Event description:
Reportedly, on operating, connected the anvil with the instrument and rotated the wingnut but the anvil did not tilt. The instrument could not be retrieved from the cavity. The oral side and the anal side tissue had to be additionally cut. A reanastomose would be performed.